Manufacturer narrative:
The prowler select lpes microcatheter and the rhv were not returned. The unit was cleaned before return. Located off the proximal end at 88.0 cm, 94.0 cm, 144.5 cm, & 148.5 cm are severe kinks to the core wire. Located 11.5 cm off the distal tipoff the green introducer, the coil protrudes outside the sheath for 2.0cm. No mechanical sheath was found. The proximal end of the coil has been compressed and severely damaged. This damage pattern has been associated with excessive force. The distal section of the coil is undamaged. The coil was returned severely damaged. The evidence strongly suggests that distal interference contributed to the coils resistance and for the microcatheter to have moved out of the aneurysm. The source and location of this interference cannot be determined. In addition; without the return of the prowler lpes microcatheter and the rotating hemostatic valve (rhv) used in the procedure; it cannot be determined if these components contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During embolization of an anterior communicating artery aneurysm two deltaplush coils failed to advance inside the introducer sheath after being resheathed because the microcatheter came out from the aneurysm. Failure analysis found that the returned deltaplush coil (cpl10020630/g15042) coil was stretched and the returned deltaplush coil (cpl10015330/g14367) was kinked.